Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) and external devices. The patient reported that last night they could tell their therapy was not working because their hands were shaking, their eyes were not focusing correctly, all of their symptoms came back, and they passed out. The patient asked if passing out was related to the ins; agent advised the patient to follow up with their managing healthcare provider (hcp) to discuss. Before calling patient services (pss), the patient checked the ins using the dbs therapy app and got the following service codes: 575 and 634. Agent reviewed the meaning of each code. The 634 code indicated that the battery level of the ins was too low to provide therapy. Agent reviewed that therapy will turn off if the ins charge level reaches 0%. In the recharger app, the patient got service codes 4100 and 1904 or 1204 as they were charging the ins. No match was found with code 1904, so agent reviewed codes 4100 and 1204. The patient mentioned that the wr power button was flashing red-orange when they saw those codes. However, the patient stated that the issue resolved itself and they were able to res ume charging the ins. During the call, the patient saw the 'communicator not found' error message in the dbs therapy app even though the communicator was charged, powered on, and near the handset. Agent had the patient close out of the app and re-open to check if their communicator was paired with the handset, and it was not. Agent reviewed how to pair the communicator with the handset. Pairing was successful and patient saw a screen that said 'my therapy off.' The patient turned therapy on. The ins charge level was 50%. Agent advised the patient to continue charging the ins to prevent future loss of therapy, and to monitor the ins charge level going forward. At the end of the call, the patient said they were feeling better and getting back to normal. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a620. Serial# unknown implanted: explanted: product type software product ID tm90d0 lot# serial# (B)(6); product type accessory product ID wr9200 lot# serial# (B)(6); implanted: explanted: product type recharger product ID a90300. Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.